Event description:
Per the facility the foley catheter "develops crust at the meatus and plugs off easily requiring an ER visit for catheter irrigation and change".

Manufacturer narrative:
Per the facility the foley catheter "develops crust at the meatus and plugs off easily requiring an ER visit for catheter irrigation and change". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: b4, d2a, d2b, d3, d4, g4, g6, h2, h4.